Event description:
A caller reported that an alarm 2 was triggered due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer resolved the issue by changing the soft cannula infusion set and cartridge, thereafter resuming insulin therapy. Further assistance was not required, and the case was closed by the technical support.